Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided photographs. Pictures of the product show a black debris being removed from a hole on the superior lateral aspect of the device. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. During the mass finish step in the manufacturing process the hip stem is buffed with the reported debris compound. It was determined that the blind hole was not being plugged which resulted in the compound entering into the blind hole. During the glass bead blast the compound was being pushed further into the blind hole, making it hard to see and remove. Therefore, the root cause is determined to be a manufacturing deficiency. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the hole in the product contained machine waste. Device was implanted. No adverse events have been reported as a result of the malfunction.